Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear. Manufactured date: 23-feb-2016.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/08/2023, it was reported by a sales representative via sems that an ar-8860j jig tines are loose. "During the procedure 2 of the sutures missed the pars jig leading to an extension of the incision and defeating the purpose of this minimally invasive procedure. Upon further inspection of the instrument, the inner tines of the pars jig were found to be loose leading to a missed capture in the 3rd and 4th suture of the sequence. We were not able to charge the facility for ar-8862ds (pars suturetape implant system) due to this event.". This was discovered during a case, surgeon had to divert from intended procedure.